Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report of pipeline twisting. The patient was undergoing flow-diverting stent implantation procedure for a saccular, unruptured intracranial internal carotid artery ophthalmic segment aneurysm. It was noted the patient's vessel tortuosity was minimal. The access vessel was the femoral artery p uncture and the diameter was the conventional blood vessels. Dual antiplatelet therapy (dapt) was administered within platelet reactivity units (pru) target range and met surgical requirements. It was reported that during stent deployment, twisting occurred in the mid-portion of the stent. After the operator withdrew it, a change in stent configuration was observed. Due to concern about potential damage to the stent microcatheter, a new microcatheter was replaced. There were no patient symptoms or complications associated with this event. The pipeline was not used for an indication that is not approved (off-label). The pipeline and accessory devices were prepared as indicated in the instructions for use (IFU). The device and any accessories were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU.

Event description:
Additional information was received reporting that the causes or contributing factors for the event were identified as,"the operator attempted to advance the flow-diverting stent at the aneurysm neck and felt that the stent had deformed. After removal from the body, the stent was confirmed to be deformed." The procedure was completed by replacing the stent and microcatheter. The catheter was continuously flushed throughout the procedure. There was no damage that was observed on the phenom catheter.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.